Event description:
It was reported that the pt received a nail, left side, and noticed an increase in pain when she walked with a walker three weeks prior to the second surgery. The pain increased over the following weeks until surgery. Pt did not report a fall or any traumatic event that could have fractured the nail.

Manufacturer narrative:
The MFR did not yet received explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. There is no indication for a product failure. With the info given so far, no further investigation is possible. The root cause for this event cannot be identified. Should additional info become available and / or device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).